Manufacturer narrative:
The guidewire was returned. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire returned with approximately 0.7cm of the core and 1.2cm of the ribbon protruding from the coil at 172.7cm from the proximal weld. There was a bend on the core behind the ball weld. The ribbon of the returned guidewire was fractured. There was a bend on the ribbon at 0.3cm from the ribbon fracture point. There was evidence of necking at the ribbon fracture points, suggesting that this fracture is due to tensile overload. There was a kink at 146.5cm from the distal end and at 19.2cm, 27cm and 32.1cm from the proximal end. There was an open coil on the kink at 27cm from the proximal end. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. Review of the failure matrix analysis rsk-dfmea-000049 rev.10 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. The classification as reported is "functional: unable to remove" however upon inspection the classification as investigated is "damaged: fracture/shear". The root cause is undetermined: cause not established. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling the of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: per cnf, it was reported that: after inserting into the left atrium, an event occurred in which the guidewire could not be pulled when deploying the flower. As this could be caused by stuck, the guidewire was pushed, but the issue persisted. The guidewire and farawave were therefore replaced. Physician comments: patient outcome: no patient injury. Infected: unknown. Generator/controller: ablation catheter used: other used: how reported: complaint intake form. Time of event: during procedure. Device/procedure outcome: unable to use device attempted. Procedure completed. Different device used (same model). As reported code: 1457: entrapment of device or device component. As reported device code: 9398: no clinical signs, symptoms or conditions. As reported patient code: f26: no health consequences or impact.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Event description:
Event description: per cnf, it was reported that: after inserting into the left atrium, an event occurred in which the guidewire could not be pulled when deploying the flower. As this could be caused by stuck, the guidewire was pushed, but the issue persisted. The guidewire and farawave were therefore replaced. Physician comments: patient outcome: no patient injury infected: unknown generator/controller: ablation catheter used: other used: how reported: complaint intake form time of event: during procedure device/procedure outcome: unable to use device attempted procedure completed different device used (same model). As reported code: 1457: entrapment of device or device component as reported device code: 9398: no clinical signs, symptoms or conditions as reported patient code: f26: no health consequences or impact.